Manufacturer narrative:
Consumer was sitting at his desk and went to back and turn his power chair. The users foot rest was not engaged and he had caught his foot. User stated he went to the ER and they had diagnosed a fracture. Nature of complaint suggests the user's foot rest was not locked properly. User guide covers this area. MDR filed based on alleged serious injury.

Event description:
The consumer was sitting at his desk and turned to back up. He did not realize his left foot pedal had released. By the time he noticed there was any resistance, his foot was allegedly at a 90 degree angle to the left. This allegedly resulted in a spiral fracture of the tibia and fibula.